Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a bilateral illiac stenting when gaining access through the right groin, the catheter separated near the hub. The separated portion was removed by slightly cutting down the access site and using forceps. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation- a review of the device history, instructions for use, manufacturing instructions, and quality control was utilized in the investigation of this complaint. The reported device was returned for evaluation. It is believed to be a micropuncture® access set with transitionless-tip design, rpn: g47940-mpis-401-sst. The 4.0 micropuncture introducer was received marked with 4.0 on the hub and is separated into two pieces and appears to have dried blood on several areas of the catheter. The grey coaxial catheter was separated about 1cm from the hub with a jagged appearance, with tooling marks and crimping along the shaft. The separated portion of shaft possessing the tip is approximately 8cm in length. The transitionless tip appears undamaged, but the distal end is also crimped near the separation area with jagged and stretched material. The jagged separation also contains signs of elongation. This damage is indicative of excess force applied to the catheter during removal. The tooling and crimping marks along the shaft are presumably due to removing the separated catheter using forceps. It was reported that the right groin was scarred; it is feasible to suggest that patient anatomy may have contributed to the noted separation. The part number and lot number were not provided; therefore a review of the device history record could not be completed.